Event description:
New information received indicated that the patient was stable throughout. There was no allegation of malfunction from the physician.

Event description:
It was reported that the pacemaker exhibited oversensing. The pacemaker was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
The reported event of oversensing was not confirmed. Failure event observed during analysis. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues and battery was at normal range. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage and within expected longevity. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Corrective actions have been taken to address the issue. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.